Event description:
A pcs29 was fired during a resection of the sigmoid procedure. After firing the surgeon saw that the anterior wall of the anastamosis showed underformed staples. Another device was used to complete the case and the pt is doing well.

Manufacturer narrative:
Two pcs21 were returned and evaluated. The pcs21 were reloaded and performed as intended. The cause of the event is unk. Evaluation summary: spline tubes are not damaged. Dlu was reloaded and using a lab anvil it was fired producing properly formed staples along the entire staple line.